Event description:
Caller reported a malfunction on the pump that they believe was caused by airport security mistakenly putting it through an x-ray. There was no reported adverse impact to the customer's blood glucose level. The pump was replaced to resolve the issue, and the customer will use multiple daily injections (mdi) as a backup therapy until the replacement arrives.